Event description:
It was reported that during a lavh procedure, the device broke and would not work. Had to open another device to complete the procedure. There were no pt consequences.

Manufacturer narrative:
Eval summary. Device a (batch #c5e33a) and c (batch# c5ez31): the analysis results found that the 6tb45 was rec'd in good visual condition and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with no damage to the spring cartridge lockout. The returned cartridge was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test cartridge and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to give the proper b-formed shape. Device b (batch#c5e231): the analysis results found that the 6tb45 device was returned with the firing mechanism damaged. One cartridge was rec'd loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 2/3 fired and the left side was ? Fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout tab and was found normal. The instrument was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test was performed due to the condition of the instrument.